Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-06516. Additional information received identified the patient's entire scs system was removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-06516. The patient has 2 leads with the same lot number. It was reported the patient's occipital pns leads (off label use) and ipg will be explanted due to stimulator malfunction. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.